Event description:
It was reported by service report that the load wheel horn is cracked with sharp edges present. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - load wheel horn.